Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 182 mg/dl. Tandem technical support made multiple follow up attempts with the customer to obtain additional information from the customer. The customer responded via text stating "its fine". No additional information was provided.